Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act and esc buttons were pressed to hard and receives error codes. Customer stated the insulin pump had rejects new batteries and one time the error had to did with date. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Unable to perform operating currents, self test, a21 error test or verify failed battery test, reset alarm and unexpected error alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc. (B)(4).